Event description:
It was reported that a patient underwent an unknown procedure in 2023 and suture was used. During the procedure, the needles popped off the suture. No further details included. Unsure of actual case type. Unknown if the procedure was completed successfully or if there was any patient harm. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: is it possible to clarify if the procedure was completed successfully? Please provide more details. -there were no notes left that there were any issues successfully completing the procedure could you please clarify if there was any patient signs or consequences due to the issue? Please provide more information. -no information left for me that there were consequences reported. What is the total number of products involved in this event? I don't know how many needles are involved as they are in a case in a biohazard bag but I'm returning what they provided. Did the event occur during one or multiple patient procedures? To my awareness this applies to one patient. What is the total number of procedures? Unknown have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). Not specific to this code but other prolene codes if this event occurred in multiple procedures, please provide the following information for each patient event. -I report all events separate as needed. Device return status. Please document the shipment tracking number: I haven't received a return kit yet. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Unknown...it was left for rep by someone from the cv team. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: 2210968-2023-05099.